Event description:
It was further reported that the patient had shortness of breath and low ventricular assist device (vad) output that would not change when the speed was changed.

Manufacturer narrative:
Correction: date MFR. Rec: 2017-06-22 .product event summary product event summary: hvad pump (B)(4) and outflow graft 361275-7846 were not returned for evaluation. Review of manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported ¿low flow¿ event was confirmed via review of log files which revealed multiple decreases in power consumption and estimated flow starting on (B)(6) 2017. Multiple low flow alarms have been logged from june 19, 2017 up to june 23, 2017. The site noted that there was an obstruction in outflow graft caused by tamponade under outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to an obstructed outflow graft. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device involved in this event: (B)(4) - outflow graft / catalog number 1125 / expiration date 30/06/2020, (B)(4), device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer- remains implanted. Device manufacture date: unk. Labeled for single use: no. Obstruction within device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(6). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the clinical engineer the patient experienced low flow alarms from the ventricular assist device (vad) one day after being discharged from an implantable cardioverter defibrillator (ICD) implant. The patient was admitted to the hospital. The vad was exhibiting extreme low flows as well as power below normal operating range. Echocardiogram ruled out tamponade related to ICD implant. The patient was taken back to surgery, where it was found that there was an outflow graft obstruction caused by tamponade under the outflow graft. During the initial vad implant, the outflow graft was covered in gore-tex material. The tamponade was alleviated and the fabric covering was removed from the outflow graft. The patient is currently stable and recovering well and was discharged home. No further information has been provided.